Manufacturer narrative:
Age at the time of event: (B)(6). The device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that during a revision procedure (MFR. Report no. 3006630150-2019-03917), four needle stick attempts were made to get to the epidural space but it was rejected. The said revision was aborted and patient woke up with a severe spinal headache. The patient was provided with a blood patch and was reportedly doing well.